Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic, the device could not be interrogated. The device had reached elective replacement indicator. The patient threshold with autocapture was variable. The patient was not dependant on stimulation. The pacemaker was explanted and replaced. No further information is available.